Event description:
It was reported that pump experienced malfunction alarm with code 16 and there were no notable events before the issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.